Manufacturer narrative:
Visual inspection performed by medacta r&d knee manager: revision surgery after almost 2 years from primary due to instability of a gmk sphere implant. 10mm tibial insert was replaced by a thicker one. Cause for instability are unknown. From visual inspection of the returned liner, some dents and scratches can be noted on the anterior 'snapping' features for fixation to the baseplate. Those were most likely caused during the removal of the implant. No other elements considered relevant for the analysis can be noted. There are no evidences that revision was caused by a faulty device.

Manufacturer narrative:
Batch review performed on 23 september 2020 lot 184224: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-07-30. No anomalies found related to the problem. To date, 89 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: insert revision in tka 2 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in, 1 year and 9 months after primary surgery, reporting instability and the cause of the instability is unknown. The surgeon revised gmk-sphere tibial insert - flex s3r - 10 mm with a sphere insert flex right 13mm s3. The surgery was completed successfully.